Event description:
It was reported that this right ventricular (rv) lead, connected to an implantable cardicverter defibrillator (ico) triggered a high, out of range (oor) shock impedance alert. According to the health care professional, the value showed an increase in a short period of time. Additional analysis was recommended to determine the root cause for the observed issues. The field representative was not able to give additional information on the matter after a follow up. The rv lead and ICD remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).